Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, h9, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Due to poor contact of front panel, the light emitting diode (led)'s were flickering. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear between the panel and electrical components without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit had unreadable pressure and gas consumption values. There were no reports of patient harm.